Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer current blood glucose level was 360 mg/dl. Customer stated the other blood glucose value was 330 mg/dl, 290 mg/dl. Customer treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they allege pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.